Manufacturer narrative:
Continuation of d10: product ID 977006 ((B)(6)); product type: 0197-implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a second implantable neurostimulator (vanta), a device reset message was observed and a restart command validation error occurred. The error was cleared after reconnecting to the device, and upon re-interrogation, the normal screen was displayed. The procedure was completed as normal with the replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977006 lot# serial# (B)(6) product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They didn't know that there was actually an issue with the battery. After closing all on their tablet and re establishing communication on second battery, everything seemed to work as normal.